Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement due to normal elective replacement indicator (eri), insulation abrasion was noted on the rv lead, likely due to lead-can abrasion. The patient was asymptomatic and there were no electrical anomalies. The lead was extracted via cook mechanical sheath. The patient tolerated the procedure well and will be followed normally.